Event description:
Title: a new technique of monsplasty as an adjunctive procedure in cases of abdominoplasty: a prospective clinical trial. The aim of the study was to improve the aesthetic and functional appearance of the public region with long-term results for all grades of public ptosis or bulging with abdominoplasty and provide exact anatomical points to anchor the mons to the rectus sheath. In addition, this non-randomized prospective clinical trial included 30 patients with various degrees of abdominal wall laxity between december 2017 and september 2019. Prolene 1 (eth) was used to repaired abdominal wall laxity, vicryl (0, 2-0, 3/0; eth) was used to sutured the umbilicus, also by closing the superficial fascial system, lastly by closing the deep dermis. Monocryl 3-0 (eth) was used to close the subcuticular layer. Reported complications: prolene 1 (eth). Vicryl (0, 2-0, 3/0; eth). Monocryl 3-0 (eth). Women (n=30). Seroma (n=1). Treatment: aspiration. Wound dehiscence (n=1). Treatment: managed conservatively with dressings. In conclusion, this study recommends a quick and reproducible monsplasty technique with a low complication rate, a technique that helps determine specific anatomical landmarks for anchoring the mons to the rectus sheath. Combining this technique with abdominal contouring is advisable for optimal aesthetic results and maintained lymphatic drainage in the public region.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: chinese journal of plastic and reconstructive surgery 6 (2024) 124¿129 doi: https://doi.org/10.1016/j.cjprs.2024.07.003.